Manufacturer narrative:
The incident happened during a screening bronchoscopy performed on a patient that was involved in a motor vehicle accident and suffered from a severe head injury. After completing the procedure, the bronchoscope had to be pulled out with a force to bring it out. It was discovered that the distal tip was left in patient's airway. The patient underwent another procedure, where alligator snare was used to retrieve the broken tip after which the patient was reintubated. The failure could not be verified, since the sample has not been returned for the analysis. The retention sample was inspected and was within specifications. Review of the manufacturing records from the lot did not reveal any issues either. In case we receive the sample for analysis, we will conduct the investigation and update the report if the investigation conclusion changes.

Event description:
A trauma surgeon and trauma pa and respiratory therapist were in the patient's room to do a screening bronchoscopy. The ett adapter for the scope was in place. The pa did the procedure under the guidance of the trauma physician. The rt recalls that the pa had a little difficulty pushing the disposable scope through the ett adaptor. This is not unusual as the adapter is designed to create a snug fit to prevent air from leaking out. The ambu 5.8 (orange) scope was used. It can be used for ett down to 7.0. The patient had a 7.0 ett. The procedure went as usual, samples were obtained. When the procedure was completed and the bronchoscope was being pulled out, the pa had a very difficult time. The pa had to pull hard on the scope, in order to bring it out. Once out, is when it was discovered that the tip of the scope had broken off. Approximately 2-3 inches of the tip of the scope was left behind in the patient's trachea. A new bronchoscope was obtained and reintroduced via the ett, and it was seen that the distal tip of the scope was lodged in the airway at the junction of the trachea and right mainstem bronchus. A physician in endoscopy was called in, along with an anesthesiologist to remove the rfo. For the removal, patient had to be extubated by anesthesia provider, under go another procedure with an alligator snare to retrieve the broken scope piece in the patient's trachea. Upon successful retrieval of piece, patient was then reintubated by trauma physician assistant with assistance from anesthesia provider. Patient remained stable throughout the entire process.